Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The surgical technician could not get the open tip off of the fibrin sealant preparation device in order to apply a lap applicator. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The technician that was preparing the vistaseal is not new to this product. The surgeon that she was with has used many times. How many times have they applied the laparoscopic tip? Numerous times. Was a sales representative present during the case when the issue was experienced? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Please provide lot number. Not available. The surgical technician said that she was able to get the product working as it should. The luers were difficult to turn, however, she admitted that she may have been turning the luer locks in the wrong direction. The tech informed that they were able to remove the open tip to replace with the laparoscopic tip and the device was used for the procedure and discarded. There is no device available for return. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.